Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and metal poisoning ('metallosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective " device ineffective ". In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling "), metal poisoning (seriousness criterion medically significant), musculoskeletal pain ("muscular and joint pain"), headache ("headaches"), blindness ("vision loss") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (abdominal hysterectomy plus a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, swelling, metal poisoning, musculoskeletal pain, headache, blindness and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, blindness, genital haemorrhage, headache, metal poisoning, musculoskeletal pain, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and metal poisoning ('metallosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective " device ineffective ". In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling "), metal poisoning (seriousness criterion medically significant), musculoskeletal pain ("muscular and joint pain"), headache ("headaches"), blindness ("vision loss") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (abdominal hysterectomy plus a bilateral salpingectomy) and essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, swelling, metal poisoning, musculoskeletal pain, headache, blindness and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, blindness, genital haemorrhage, headache, metal poisoning, musculoskeletal pain, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.